Manufacturer narrative:
D9: 28-may-2025. H3: one device was returned for evaluation in used condition. While performing functional testing of the unit, it was observed that the piezo buzzer failed to activate under all alarm conditions. The probable cause was a damaged/worn piezo buzzer. The piezo buzzer was replaced to resolve the reported issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the speaker failed to sound the alarm of the device, regardless of which alarm was triggered. Per reporter, the device also failed the preventive maintenance. There was no patient involvement.